Event description:
On (B)(6) 2012, the patient contacted animas and reported after swimming, there was water behind the display screen and then the pump lost power. The patient confirmed that there were no auditory or vibratory alarms that the pump emitted. There was reportedly no damage to the pump's display or casing and the keypad was intact. It was noted that the cartridge cap and battery were new and able to secure tightly to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. The pump powers on with functional vibratory and auditory features. There was no visible moisture in the display. There was no damage found to the battery cap or battery compartment. The battery cap was able to tighten appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. A leak test revealed a display lens leak, and there was evidence of internal moisture found on the pcb and internal pump components. The complaint regarding power loss could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.